Manufacturer narrative:
It was reported that the patient¿s spo2 dropped to 84% while connected to the life2000 and inogen one 5l home oxygen concentrator. The patient is a 48-year-old male with a medical history of hypertension, chronic respiratory failure unspecified whether with hypoxia or hypercapnia, severe copd/emphysema, cad, gerd, vocal cord dysfunction, coronary artery calcification, and initiation of life2000 therapy on (B)(6) 2021. On (B)(6) 2023, the life2000 ventilator provided a low pip alarm and the patient contacted (B)(6) clinical support for troubleshooting assistance. Per the patient, the cause of the low pip alarm was undetermined, and the ventilator was going to be swapped. Later that same night, the ventilator continued to alarm low pip. The patient checked his spo2, which was 84% (baseline spo2 95%) and his heart rate was 145 bpm. The patient stated after seeing those numbers, he felt ¿very off¿ and short of breath (sob) at which point he switched to 5 liters per minute (lpm) of oxygen through his portable oxygen concentrator. The patient¿s spo2 recovered to 96% within 2.5 - 3 minutes; however, his heart rate was still high at 121 bpm and blood pressure was 181/140. At this point, 911 was called and the patient was transported to the hospital and diagnosed with a panic attack. Treatment in the emergency room included administration of normal o2 and ativan. The patient stated he had no active infection or fever. The patient was discharged home the same night on normal oxygen. While the (B)(6) respiratory clinician was speaking to the patient, the pulmonologist called the patient and advised him to stay on the life2000 after the ventilator swap and a trainer visit was completed. In the meantime, the patient would use his normally prescribed oxygen of 3 lpm at rest and 4-5 lpm with exertion. A trainer visit was scheduled to swap the ventilator, replace the interface and combo hose (it had been a while since the last replacement), and titrate the device settings. Additionally, the patient was to seek emergent care if he experienced increased sob or his spo2 drops. The life2000 ventilator was swapped, and the trainer adjusted the device settings for improved therapy tolerance. Per the patient, the low pip alarm resolved after the ventilator was replaced. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. A low pip pressure alarm is defined as a peak inspiratory pressure (pip) below set limit and is a medium-priority alarm. The device instructions for use (IFU) state to do the following: ensure patient interface is not leaking at patient side; switch to another active activity button; if the alarm persists, contact your physician. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. A panic attack is a sudden episode of intense fear that triggers severe physical reactions when there is no apparent cause. Symptoms can include but are not limited to rapid heart rate, sweating, chest pain, dizziness, and sob. In this event, the patient¿s oxygen level was clinically below normal range, and the change was temporary. The patient recovered by increasing his prescribed oxygen liter flow from 3lpm to 5 lpm, which is above his normal prescription for oxygen delivery at rest, concluding medical intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure and a serious injury occurred. The patient¿s heart rate and blood pressure remained elevated accompanied by sob. It is likely the patient¿s elevated heart rate and blood pressure were related to the diagnosis of panic attack and pre-existing hypertension. (B)(6) received the life2000 ventilator for inspection. The ventilator was set up in an extended range configuration using a known good combo hose, patient circuit, and compressor. Using an invacare platinum xl 5l oxygen concentrator, 5 liters of oxygen was bled in, and therapies were run at low, medium, and high activity levels. The flow meter on the oxygen concentrator did not drop below the 5 lpm set point. No error message, alarms, or malfunctions were identified; the ventilator functioned as intended. Information reviewed reasonably suggests the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as the patient's underlying pulmonary pathology. Although the life2000 device functioned as designed during inspection by baxter, if this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. Based on this information, no further action is required.

Event description:
It was reported that the patient¿s spo2 dropped to 84% while connected to the life2000 and inogen one 5l home oxygen concentrator. The patient recovered by increasing his prescribed oxygen liter flow from 3lpm to 5 lpm, which is above his normal prescription for oxygen delivery at rest, concluding medical intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure and a serious injury occurred. This report was filed in our complaint handling system as complaint#: (B)(4).

Manufacturer narrative:
It was reported that the patient¿s spo2 dropped to 84% while connected to the life2000 and inogen one 5l home oxygen concentrator. The patient is a 48-year-old male with a medical history of hypertension, chronic respiratory failure unspecified whether with hypoxia or hypercapnia, severe copd/emphysema, cad, gerd, vocal cord dysfunction, coronary artery calcification, and initiation of life2000 therapy on (B)(6) 2021. On (B)(6) 2023, the life2000 ventilator provided a low pip alarm and the patient contacted hillrom clinical support for troubleshooting assistance. Per the patient, the cause of the low pip alarm was undetermined, and the ventilator was going to be swapped. Later that same night, the ventilator continued to alarm low pip. The patient checked his spo2, which was 84% (baseline spo2 95%) and his heart rate was 145 bpm. The patient stated after seeing those numbers, he felt ¿very off¿ and short of breath (sob) at which point he switched to 5 liters per minute (lpm) of oxygen through his portable oxygen concentrator. The patient¿s spo2 recovered to 96% within 2.5 - 3 minutes; however, his heart rate was still high at 121 bpm and blood pressure was 181/140. At this point, 911 was called and the patient was transported to the hospital and diagnosed with a panic attack. Treatment in the emergency room included administration of normal o2 and ativan. The patient stated he had no active infection or fever. The patient was discharged home the same night on normal oxygen. While the hillrom respiratory clinician was speaking to the patient, the pulmonologist called the patient and advised him to stay on the life2000 after the ventilator swap and a trainer visit was completed. In the meantime, the patient would use his normally prescribed oxygen of 3 lpm at rest and 4-5 lpm with exertion. A trainer visit was scheduled to swap the ventilator, replace the interface and combo hose (it had been a while since the last replacement), and titrate the device settings. Additionally, the patient was to seek emergent care if he experienced increased sob or his spo2 drops. The life2000 ventilator was swapped, and the trainer adjusted the device settings for improved therapy tolerance. Per the patient, the low pip alarm resolved after the ventilator was replaced. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. A low pip pressure alarm is defined as a peak inspiratory pressure (pip) below set limit and is a medium-priority alarm. The device instructions for use (IFU) state to do the following: ensure patient interface is not leaking at patient side; switch to another active activity button; if the alarm persists, contact your physician. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. A panic attack is a sudden episode of intense fear that triggers severe physical reactions when there is no apparent cause. Symptoms can include but are not limited to rapid heart rate, sweating, chest pain, dizziness, and sob. In this event, the patient¿s oxygen level was clinically below normal range, and the change was temporary. The patient recovered by increasing his prescribed oxygen liter flow from 3lpm to 5 lpm, which is above his normal prescription for oxygen delivery at rest, concluding medical intervention was required to preclude permanent impairment of a body function or permanent damage to a body structure and a serious injury occurred. The patient¿s heart rate and blood pressure remained elevated accompanied by sob. It is likely the patient¿s elevated heart rate and blood pressure were related to the diagnosis of panic attack and pre-existing hypertension. At this time, an inspection of the device is pending, and hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party inogen one home oxygen concentrator is likely to lead to a serious injury if the event were to recur. Should additional information become available, the complaint will be reassessed. No further information is available on the repair of the device at this time.¿ the investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a final report.

Event description:
It was reported that the patient¿s spo2 dropped to 84% while connected to the life2000 and inogen one 5l home oxygen concentrator.